Event description:
A caller reported that the touchscreen of their pump was cracked and shattered, rendering it illegible and non-functional. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump, and the customer planned to use multiple daily injections as backup therapy to ensure uninterrupted insulin delivery. The customer acknowledged the need to complete required training before activating the replacement pump and agreed to return the damaged pump to tandem using a pre-paid label.